Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannot find the sensor due to no cannula during use. The customer¿s blood glucose level was 126 mg/dl. Customer stated it was looks like if it was half a cannula. Customer stated that the sensor insertion location was abdomen. Customer was not reporting that the sensor or introducer needle fractured while in the body. Troubleshooting was performed. The device will be returned for analysis.